Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additionally, there was a focus ring deformation, scope mount deformation, heavy scope mount operation, and the  camera cable was flooded and damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the cord part of the camera head had become soft due to an incorrect sterilization method. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the use of incorrect sterilization methods. The event can be prevented by following the instructions for use which state: after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor field performance for this device.